Event description:
During shift check, the customer reported the autopulse platform (sn (B)(4) displayed a "system error, out of service, revert to manual CPR" error message upon powering on. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) displayed a "system error, out of service, revert to manual CPR" error message upon powering on" was confirmed based on the review of the archive data and functional testing. The root cause of the reported complaint was the processor board failure, likely attributed to wear and tear. The autopulse platform was manufactured in march 2017 and is over 5 years old, past its expected service life of 5 years. During visual inspection, unrelated to the reported complaint, the front enclosure was observed to be damaged, and the battery lock clip was observed to be bent. The observed physical damage appeared to be the characteristics of user mishandling. The front enclosure and battery lock clip will be replaced to address the issue. The archive data review showed the occurrence of system error - user advisory (ua) 132 (internal watchdog timeout), thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device, thus, confirming the reported complaint. The processor board will be replaced to remedy the (ua) 132. Upon further testing, unrelated to the reported complaint, a sticky clutch plate was observed. This is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface, likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate will be deburred to remedy the problem. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4).